Event description:
The pt had revision surgery to remove a possible cholesteatoma. The pt did not have a cholesteatoma. At that time, the surgeon decided to remove the positioner. After the positionaer was removed, the pt reportedly is unable to achieve loudness growth with the device. The pt continues to be monitored by the center.